Event description:
The physician attempted to use a jography 4 (four) french pigtail catheter in the descending aorta. It was reported "there was no resistance felt, it was a normal case; but when passing the descending aorta the distal soft tip of the catheter ruptured (broke off) at the braided part of the shaft without finding contact with the valve." The physician reportedly saw the "last centimeter of the catheter come off" while filming during the manual injection of contrast fluid. The physician took two (2) hours to snare the broken tip with a "loop." Reportedly, the device and its tip were completely removed from the patient. The patient was reported to be "fine, without injury" and did not require any additional hospitalization as a result of this incident.